Manufacturer narrative:
The test strips were requested for investigation; however, there are no strips remaining to return. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low glucose result for a neonate patient sample tested on a cobas® pulse meter. The heel stick result on the cobas pulse meter was 2.5 mmol/l. This result did not correspond to the patient¿s condition. The result from the same heel stick on an accu-chek instant meter was 4.1 mmol/l. The low result from the cobas pulse meter is in question.